Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to noise and oversensing on the right ventricular channel, which led to inappropriate shocks. Another lead was implanted instead. This device was retained by the customer; therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected on the following fields: d6b: explant date. Information was corrected on the following fields: b5: describe event or problem field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to noise and oversensing on the right ventricular channel, which led to inappropriate shocks. Another device was implanted instead. This device was retained by the customer; therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to noise and oversensing on the right ventricular channel, which led to inappropriate shocks. Another device was implanted instead. This device was retained by the customer; therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected on the following fields: b5: describe event or problem field.